Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Additional information was received on 08-nov-2017: neither patients had any negative outcomes. Patient 1 had stones extracted and a second stent placed to ensure , if the duct wasn't cleared fully that there was drainage of the duct still. On the second patient there must of been cross contamination as they found the first patients stent after cleaning the second patients scope. Lab evaluation: 1 x zebd-7-7 device of lot #c1297712 was returned to cirl for evaluation. A lab evaluation was held on 24th oct 2017. Upon evaluation, the dimensions and colour of the returned device were consistent with a zebd-7-7. However, it is not possible to conclusively determine that both pieces are from the same stent. Root cause: a definitive root cause for this complaint cannot be conclusively determined as the operational conditions cannot be replicated in a laboratory setting. However, a possible root cause may be due to the stent removal method. IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is instructed to visually inspect the device ¿if any abnormality is detected that would prohibit proper working condition, do not use¿. Fqc/ prd review: prior to distribution all biliary devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook ireland. Document review: a review of the manufacturing records for the biliary device of lot c1297712 did not reveal any discrepancy related to the complaint issue. Summary: this complaint is confirmed as the returned device was found to be broken. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to additional information received. Additional information was received on 08-nov-2017 confirming: "neither patients had any negative outcomes. Patient 1 had stones extracted and a second stent placed to ensure, if the duct wasn't cleared fully that there was drainage of the duct still. Initial description: patient no 1 was back in the unit to have their previously placed plastic double pigtail stent removed and a balloon trawl to clear duct. When removing the stent using a rat-tooth forceps (olympus reusable device) the stent was too difficult to remove through the scope and became stuck while trying to remove. In the end the dr (B)(6) removed the scope out of the patient and removed the stent from the scope and re-scoped the patient and continued to do a balloon trawl and complete the procedure. The scope was then sent to be cleaned to be used later that day on patient no 2. The second patient has a cut and balloon trawl and mechanical lipotriptor used followed by a plastic double pigtail stent placed for stones. The scope was then sent for reprocessing and on the third pass of their cleaning brush a piece of broken stent fell out of the scope. The unit are very concerned due to cross contamination and also cant understand how their aer machines from was senburg did not alarm when the scope was being cleaned after the first patient. They were using us endoscopy cleaning brushes suitable for 2+ diameter and upwards.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x zebd-7-7 device was returned to cirl for evaluation. A lab evaluation was held on 24th oct 2017. Upon evaluation, the dimensions and colour of the returned device were consistent with a zebd-7-7. However, it is not possible to conclusively determine that both pieces are from the same stent. Root cause: a definitive root cause for this complaint cannot be conclusively determined as the operational conditions cannot be replicated in a laboratory setting. However, a possible root cause may be due to the stent removal method. IFU review: it may be noted that according to the instructions for use, the user is instructed to visually inspect the device ¿if any abnormality is detected that would prohibit proper working condition, do not use¿. Fqc/ prd review: prior to distribution all biliary devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook ireland. Document review: a review of the manufacturing records for the biliary device of lot c1297712 did not reveal any discrepancy related to the complaint issue. Summary: this complaint is confirmed as the returned device was found to be broken. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Patient no 1 was back in the unit to have their previously placed plastic double pigtail stent removed and a balloon trawl to clear duct. When removing the stent using a rat-tooth forceps (olympus reusable device) the stent was too difficult to remove through the scope and became stuck while trying to remove. In the end the dr (B)(6) removed the scope out of the patient and removed the stent from the scope and re-scoped the patient and continued to do a balloon trawl and complete the procedure. The scope was then sent to be cleaned to be used later that day on patient no 2. The second patient has a cut and balloon trawl and mechanical lipotriptor used followed by a plastic double pigtail stent placed for stones. The scope was then sent for reprocessing and on the third pass of their cleaning brush a piece of broken stent fell out of the scope. The unit are very concerned due to cross contamination and also can't understand how their aer machines from wassenburg did not alarm when the scope was being cleaned after the first patient. They were using us endoscopy cleaning brushes suitable for 2+ diameter and upwards.